Manufacturer narrative:
Site reported that there would be no additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Neurological dysfunction, thrombus and death are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient is deceased and the time of death was approximately 2300 on (B)(6) 2017. It was stated that the patient had some shoulder pain and flushing with resolution and then repeat of symptom minutes later with acute decrease in flow and loss of consciousness. It was also stated that this event occurred after readmission to hospital for management of subtherapeutic international normalized ratio (inr) obtained at clinic visit earlier in the day. It was suspected that there was ingestion of a clot and likely leading to a neurologic event. It was stated that the plan was for emergent surgery, however, it was not able to be done due to patient instability and evidence of neurologic compromise. Log files show an unexplained sudden drop in power and flow. Log files were stated to have been sent. It was further stated that the pump is being returned for analysis. No additional information available.

Manufacturer narrative:
Hw28303 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "low flow" event was confirmed via review of the controller log files which revealed multiple low flow alarms logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report did not reveal evidence of thrombus within the pump. Of note, it was reported that there was suspected ingestion of clot and a likely neurological event leading to the patient's death. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors including but not limited to thrombus formation at the inflow cannula, thrombus in the outflow graft, ventricular collapse may have contributed to the reported "low flow" event. Based on the risk documentation, multiple factors including but not limited to thrombus formation at the inflow cannula, thrombus in the outflow graft, ventricular collapse may have contributed to the reported "low flow" event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.